Event description:
Journal reference: kawakami, n et al. "Deep brain stimulation of the subthalamic nucleus in parkinson's disease." Wisconsin medical journal. Aug 2005; 104(6):35-8. The article describes a study that evaluated the clinical effects of deep brain stimulation in pts with parkinsons within the first 12 months after surgery. The study involved 8 pts implanted in the subthalamic nucleus (stn) bilaterally. Reportable event: a male pt experienced a subcutaneous hematoma at the neurostimulator implant site. The hematoma required evacuation to resolve.

Manufacturer narrative:
This report is being filed.